Event description:
The customer reported that there was a problem with the image quality in urology. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep readjusted the amplifier, camera, and monitors. The system operates as intended.